Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation is ongoing, a final report will be submitted upon completion. This is an initial report. 01dec2023 no further information has been received. Manufacturer is awaiting device for return. 18dec2023: corrections: h6 removed 1888 - hemorrhage/blood loss/bleeding and replaced with 1689 - abrasion: superficial damage to the skin caused by rubbing or scraping. Technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: it was reported that the tip of the receiver and the dome broke off, and got stuck in the user's ear canal. The user had taken the hearing aid out of his ear, and noticed the right aid did not have the dome, and that a piece of the receiver was missing. He did not have any pain, but suspected it was left in his ear. The following day he went to the hcp to have it removed. The hcp noticed the dome and receiver part through an otoscopy and removed it with alligator forceps. The hcp noticed blood during the removal, as the user is on blood thinners, plavix. The hcp then gave him a cotton ball and some neosynephrine to treat it, which was left in his ear for an hour, and no further medical attention was sought. The receiver was originally given to the user in (B)(6) 2022, and this happened in (B)(6) 2023. The receiver is an sf3 with an open dome in medium size. The user does not have any unusual anatomy in his ear canal. The left hearing aid receiver had no issues. Clinical conclusion is that the detached receiver has not caused any permanent harm to the patient. Case involves part of a receiver breaking off in the patient's ear. The patient did seek medical help to remove the object from the ear. No further symptoms were reported. Clinical conclusion is that the detached receiver has not caused harm to the patient and no medical treatment was prescribed. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment concluded: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Based on the information the case is still considered reportable as the event / incident did lead to, or might have led to, death or a serious injury if it recurs. Device has not been returned. This is a final report, manufacturer's investigation is final.

Event description:
On (B)(6) 2023 the user came into the clinic, stating that the previous night when he took off his hearing aid, he noticed the right aid was missing the dome and a piece of the receiver. He did not experience any pain from the event. The hearing care professional did an otoscopy, and noticed the receiver piece and dome in his ear, after which it was removed. There were reports of blood, resulting from the user being on blood thinners. No medication or further intervention was performed. The ear did not have any unusual anatomy, and the receiver on the left hearing aid was fine. No further follow up is expected hearing care provider has not given item number or serial number 01dec2023 no further information has been received.

Event description:
On (B)(6) 2023 the user came into the clinic, stating that the previous night when he took off his hearing aid, he noticed the right aid was missing the dome and a piece of the receiver. He did not experience any pain from the event. The hearing care professional did an otoscopy, and noticed the receiver piece and dome in his ear, after which it was removed. There were reports of blood, resulting from the user being on blood thinners. No medication or further intervention was performed. The ear did not have any unusual anatomy, and the receiver on the left hearing aid was fine. No further follow up is expected. Hearing care provider has not given item number or serial number.

Manufacturer narrative:
Manufacturer's ref# :(B)(4). Manufacturer's investigation is ongoing, a final report will be submitted upon completion. This is an initial report.

Event description:
On (B)(6) 2023 the user came into the clinic, stating that the previous night when he took off his hearing aid, he noticed the right aid was missing the dome and a piece of the receiver. He did not experience any pain from the event. The hearing care professional did an otoscopy, and noticed the receiver piece and dome in his ear, after which it was removed. There were reports of blood, resulting from the user being on blood thinners. No medication or further intervention was performed. The ear did not have any unusual anatomy, and the receiver on the left hearing aid was fine. No further follow up is expected. Hearing care provider has not given item number or serial number. 01dec2023. No further information has been received.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation is ongoing, a final report will be submitted upon completion. This is an initial report. 01dec2023. No further information has been received. Manufacturer is awaiting device for return.